Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the half-height drawer 1.2 was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a ghost failure had occurred in the application, preventing access to drawer 1.2 auxiliary (aux). The 'recover storage space' function showed no items to recover. A field service engineer ran hardware test application (hta) and the drawer functioned properly during testing. Lids were popped to verify functionality, and all tests passed. All cubies were released to check for debris, and debris was cleared. Since the issue persisted, the back of the device was opened and drawers 1.1 and 1.2 auxiliary were manually failed. Eventually, both drawers appeared in the recovery function. The customer recovered both drawers, and the failure icon disappeared. The device was rebooted, hta acceptance tests were run and passed, and the customer inventoried the drawer. The device was confirmed to be fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the half-height drawer 1.2 was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.